Event description:
Surgical procedures after original sub-cutaneous mastectomy were required due to defective silicone gel breast implants. Patient developed severe arthralgia, myalgias and neuropathy of the extremities with neuro muscular disease of the gastro intestinal tract; siliconosis of the lungs, cognitive brain dysfunction. Second set of ruptured implants removed aug. 1991 severe mastodynia, joint pain. Unable to concentrate or focus. Same product (implants) were removed and re-implanted, after being autoclaved in 3 more surgical procedures. Finally ruptured.